Event description:
It was reported that the patient presented to emergency room with symptoms of chest pain and shortness of breath. Diagnostic imaging was performed but no clear signs of a perforation; however, fluid build-up was noted around the heart. A pericardiocentesis was performed. It was undetermined which lead may have caused the fluid build-up. A micro-perforation was suspected. No electrical anomalies were noted. Both the right ventricular (rv) and right atrial (ra) leads were explanted and replaced. The patient was uncomfortable but in stable condition.

Manufacturer narrative:
The reported event was lead perforation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. After cutting and cleaning the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. A stiffness test was performed, and the results were within specification. Electrical testing did not find any indication of conductor fractures; however, an internal shorting was noted due to procedural damage to the inner insulation consistent with procedural damage. Visual and x-ray examinations did not find any anomalies except for procedural damage.